Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard bc leaked. The following information was provided by the initial reporter: the other was leaking from the hub.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak in the catheter was confirmed from the 24g insyte autoguard unit from lot #4008184. A functional test of the sample revealed a leak in the tubing near the adapter. The root cause of the damage could not be confirmed. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
How was the patient outcome? Are there any clinical signs, health consequences or impact? One of the patients had to have an additional IV inserted but not permanent harm done. The other patient was not affected. Any adverse event or serious injury reported to patient or health care professional? No.

Manufacturer narrative:
15 apr 2024 additional information received resulting in this supplemental report: samples received, affected lot numbers provided, no serious injury confirmed.an additional lot number was provided in this complaint for material number 382512. Lot # 4011145 mnf date 22 jan 2024 exp date 31 dec 2026. It is unclear which lot number relates to the reportable leakage event represented in this MDR. The investigation is pending.